Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that two mr290v vented autofeed humidification chambers provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water between the chamber dome and base. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.